Event description:
New information received indicated programming changes were completed. The patient was stable.

Event description:
It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial leadless pacemaker exhibited oversensing, mode switch, and pacemaker mediated tachycardia. The patient reported feeling discomfort when lying down. No known intervention was completed. The patient was stable.